Event description:
Customer's mother called to report that the insulin pump alarmed low battery alert less than 1 week. Customer's blood glucose levels were not included in the report. Customer will call back later to troubleshoot. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.